Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7030796, medical device expiration date: 2022-01-31, device manufacture date: 2017-03-10; medical device lot #: 7030791, medical device expiration date: 2022-01-31, device manufacture date: 2017-02-22; medical device lot #: 7086591, medical device expiration date: 2022-03-31, device manufacture date: 2017-05-10; medical device lot #:7121506, medical device expiration date: 2022-04-30, device manufacture date: 2017-05-17; medical device lot #:7150989, medical device expiration date: 2022-05-31, device manufacture date: 2017-06-21; medical device lot #: 7121507, medical device expiration date: 2022-04-30, device manufacture date: 2017-06-08. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd luer-lok¿ syringe bulk sterile pharmacy convenience tray was found with foreign matter when ¿rocuronium bromide was drawn¿ there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation results: no sample or photo were provided for sample evaluation, therefore product defect cannot be confirmed. DHR review for batch #7030791 (309703): manufacturing dates: 2/09/2017 ¿ 2/10/2017, batch size was (B)(4) pieces. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7030791 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. DHR review for batch #7030796 (309703): manufacturing dates: 02/15/2017 ¿ 02/28/2017, batch size was (B)(4) pieces. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7030796 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. DHR review for batch #7085691 (309703): manufacturing dates: 4/12/2017 ¿ 4/13/2017, batch size was (B)(4) pieces. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7085691 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. DHR review for batch #7121506 (309703): manufacturing dates: 5/8/2017, batch size was (B)(4) pieces. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7121506 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. DHR review for batch #7121507 (309703): manufacturing dates for batch 7121507: 5/8/2017 ¿ 5/9/2017, batch size was (B)(4) pieces. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7121507 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. DHR review for batch #7150989 (309703): manufacturing dates: 06/04/2017 ¿ 06/05/2017, batch size was (B)(4) pieces. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7150989 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Root cause and CAPA not required as no defects were confirmed.